Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. We were unable to verify button error alarm due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and unable to clear. Customer went into the water, attempted to dry but pump continues alarming. Customer thought it was water proof. Customer's blood glucose was unknown. Advised customer the insulin pump will be replace.